Event description:
The customer states that prior to the year 2007, one patient's ca 125 assay results ran near 21.44 u/ml on the abbott axsym system. In the year 2007, the lab converted to the architect platform and this same patient's ca 125 assay results were as follows: 47.1, 43.1, 53.3, 55.3, 70/71 u/ml (these results spanned approximately one year). Some of the samples tested on the architect platform were retested on the axsym system and generated results of: 15.59, 16.05 and 16.46 u/ml. One sample was also tested on a competitor's platform and generated a result of 24.0 u/ml. All other tumor markers for this patient are "normal" (cea, ca 15-3 and ca 19-9). Controls have been within specifications with no technical issues noted on the architect system.

Manufacturer narrative:
(B)(4). The investigation consisted of a review of complaint and quality records to determine if other customers had experienced similar issues that might warrant further investigation. The review did not show any unusual activity related to the current customer observations. In summary, the records review indicated that the product is performing as expected. Per the abbott architect ca 125 ii package insert (B)(4) regarding the comparing of assay methods: "warning: ca 125 assay values obtained with different assay methods cannot be used interchangeably due to differences in assay methods and reagent specificity." The results generated during this complaint investigation were evaluated and did not identify other potentially related issues or different performance issues that indicate a deficiency; therefore, no further action is required. This investigation indicates that the abbott architect ca 125 ii assay is effective and is performing acceptably. No product malfunction was occurred. Therefore, further investigation was not warranted. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.